Event description:
After another MFR's device was used to remove thrombus from the right coronary artery, a 4.0mm diameter x 24mm length medtronic ave s670 rapid exchange stent delivery system was tracked to a target lesion in the distal right coronary artery. After successful deployment of the stent at the distal lesion, a 4.0mm diameter x 30mm medtronic ave s670 rapid exchange stent delivery system was inserted and successfully deployed to a target lesion in the mid-right coronary. Another MFR's peripheral 6.0mm stent was then hand mounted onto their peripheral 7.0mm balloon and tracked to the proximal right coronary artery. During deployment of the peripheral stent, the delivery balloon slipped through the undeployed stent, dislodging the stent in the proximal right coronary artery. The artery immediately filled with thrombus. In an effort to open the vessel, a 4.0mm diameter x 30mm length medtronic ave s670 rapid exchange stent delivery system was inserted into the proximal right coronary artery. The stent was successfully deployed. However, the vessel remained occluded with thrombus. Consequently, the pt was treated with an intra-aortic balloon pump, vasopressors, and was taken emergently for coronary artery bypass surgery. The pt survived the surgery, however, expired a few days later. Separate medwatch reports have been submitted for each device involved in this event.